Event description:
The pt was experiencing overly loud sounds and was explanted. The device was received for analysis in 2002 and it concluded that there was a break in the silicone near the exit of the electrode lead from the stimulator. Explantation/reimplantation surgery was performed in 1998. The healthcare professional has been informed that the explanted device should be returned to cochlear ltd.